Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient injected in the lower part of the maxilla in the medial-anterior portion of the cheek with juvéderm voluma® and a few days after injection, reports that a patient is having "jaw pain, tenderness on the outside and inside of mouth, and a 2 inch by 1 inch firm mass in the area of the left parotid". The patient is having reduced strength in the masseter due to swelling and thinks the product may have migrated or was placed in the wrong injection plane." Treatment and symptom information not provided.